Manufacturer narrative:
The other device listed in this report is cat. No. 6570-0-536, delta v-40 ceramic head 36/+2,5, lot code: 54758704. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Surgeon revised a liner and head during an I&d. Original surgery was (B)(6)2016 mako hip.

Manufacturer narrative:
At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. The following product was added to the report after the initial medwatch was submitted. Cat. No.: 502-03-58f, primary tritanium hemi cluster hole cup 58mm, lot code: jm4x5a; cat. No.: 6721-0535, size 5 accolade ii 127 deg, lot code: 53939203; cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: x58k4x. An event regarding revision involving an trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon revised a liner and head during an I&d. Original surgery was (B)(6) 2016 mako hip.